Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced post-meal hypoglycemia followed by hyperglycemia while using the ilet, with a reported blood glucose up to 320 mg/dl, and received troubleshooting and education on meal announcements, including guidance to use the ¿less than¿ meal announcement as the system learns. Symptoms included episodes of low and high blood glucose. Outcomes included no alerts or alarms, no ketone testing, no back-up therapy, and no medical intervention. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed cause unclear for the hyperglycemia and hypoglycemia events during early system learning. It was concluded that no device malfunction was identified and that user guidance was provided regarding meal announcement to mitigate excursions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.